Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and performed system maintenance. Analysis of instrument and instrument data did not indicate system error. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
A discordant high immulite 2500 stat troponin assay result was obtained on a patient sample. The initial result was high positive. Sample was repeated and resulted lower results. It is not known if results were reported to the physician. No indication of patient treatment administered. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.